Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose and diabetic ketoacidosis. The blood glucose level was unknown and customer is treating with shots. Troubleshooting provided assistance with information on how to upload pump with carelink. No further details provided.